Event description:
It was reported by the rep that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the 512s was inserted in the umbilicus. When the scope was inserted in the trocar, the outer gasket tore immediately. The trocar was replaced and the case continued. The surgeon remarked the next day that the opening in the gasket seemed too small. There was no consequence to the pt.